Event description:
It was reported that the external pulse generator was pacing at a high rate while attached to a patient. The patient reportedly felt the rate change, but there were no complications. The customer returned the device to the manufacturer for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the upper case was broken. (B)(4).